Event description:
Revision surgery was performed in a case in the us to replace a promos inclination set that was reported to have become loose. The explanted inclination set has been returned to the MFR for eval, however, additional detail (such as op reports, x-rays, and pt history) is not available at this time.